Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022. The patient underwent the open reduction internal fixation with the tfna for the fracture of the trochanteric femur. When the surgeon tried to insert the end cap (5mm), the end cap did not go all the way in. The surgeon confirmed that the locking mechanism was locked. The surgeon tried to insert the end cap (5mm) and the end cap (0mm); however, he could not. The surgeon determined that it was not necessary to insert the end cap forcefully, so that the surgery was completed successfully without inserting the end cap. The surgery was prolonged to within 30 minutes. According to the surgeon, the thread of the nail may have been broken because he could not insert both end caps even though he was careful about the insertion direction. The patient was reported as stable. This report involves one (1) ti end cap for tfna 0mm extn - sterile. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d5; g1 h6: a device history record (DHR) review was conducted: part: 04.038.000s lot: 409p777 manufacturing site: bettlach release to warehouse date: 09 october 2021 expiry date: 01 october 2031 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4